Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a power system error alarm on the insulin pump. Customer reported that she had to simulate the rewind sequence after every alarm. Customer was told to wait until the next alarm and then remove the battery from the pump. Customer was explained the meaning of the alarm and that the pump may ask her to simulate the rewinding of the reservoir. Customer was advised to call back if the alarm reappears.